Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, and 510k/PMA/bla of k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat highly sensitive troponin-I for one female patient. The following results were provided (reference range, male, < 34.2 pg/ml): on (B)(6) 2026, sid (B)(6), initial troponin result= 3.7 pg/ml (negative); repeat result= 39.5075 pg/ml (positive); repeat result (analyzer (B)(6) = < 3.7000 pg/ml and < 3.7000 pg/ml. There was no impact to patient management reported.